Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they were attempting to recharge ins. Pt said they have a MRI scheduled for today. Pt mentioned they were concerned that implant was over discharged. Pt described seeing the poor reposition antenna screen on the insr. According to the pt the last time they had recharged ins successfully was around the end of last year. Pt added that they had an illness that kept them on their back a lot and it (neurostimulator) was not a priority. Pss confirmed possible ins over-discharge with the pt. Pt mentioned during the call that a rep in (B)(4) helped them with a previous ins over-discharge. Pt attempted to call a rep in (B)(4), however pt stated that there was a different voicemail message. Pt stated that the rep in (B)(4) was (B)(4) (last name asked/unknown) and that it had probably been six months since they last spoke with the rep; pt stated that they had another issue before that the rep helped them with; pt did not provide any further information regarding the previous issue. Pt stated that they would call (B)(4) in (B)(4) for further assistance with finding a rep. Pss advised the pt that a message would be sent out to the field requesting contact, however pss did not promise a time-frame on a response. Pt stated that their hcp knew nothing about their ins. Pt did not allege that the MRI was in any way related to the mdt device/therapy. Also, the patient was redirected to their healthcare provider to further address the issue. See for (B)(4)  report of prior overdischarge. Patient reported on april 5th ins was replaced. Issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.